Manufacturer narrative:
D6a: unk. Claim#: (B)(4).

Event description:
The surgeon reports issues with high vaults. Lenses remain implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.